Manufacturer narrative:
The field service engineer (fse) suspected a flow path interruption and replaced the degasser tank and three solenoid valves. The fse performed ise checks, a 40-cup precision study, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The cl and na electrode lot numbers and expiration dates were not provided. The qc recovery data provided was within specification. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect cl for gen.2 and sodium electrode (na) results for 1 patient sample on a cobas 8000 cobas ise module. The initial cl result was 114 mmol/l and the initial sodium result was 151 mmol/l. The doctor questioned the initial results which prompted them customer to repeat the sample. The sample was repeated on another module and the cl result was 102 mmol/l and the na result was 139 mmol/l. The repeat results were deemed correct.